Manufacturer narrative:
Evaluation conclusion code does not apply.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported after the revision wound had healed, the patient had reported to have performed over eight 60 minute countdowns, and the week prior to the report had 6-8 coupling bars, but could only recharge for about 30 minutes. The manufacturer representative was notified on 2016-09-15 that the patient had started to charge again. The next time that the patient recharged the battery had slipped into overdischarge again and was unresponsive. Another trickle charge was initiated on (B)(6) 2016, but charging was not resumed afterwards. Additional information was received from the manufacturer representative (rep) on november 3 2016 stating that an implantable neurostimulator (ins) replacement was scheduled for (B)(6) after the charging did not resume. It was stated that the patient was receiving appropriate stim coverage and pain relief at the time of the report.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly; however the battery capacity had been reduced due to o verdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.